Event description:
Right triceps tendon repair in progress. Richards drill bits sizes 5/64 and 3/32 broke off at tips in the patients elbow. Both tips were located and removed intact. Broken items replaced with new ones - surgery completed.